Event description:
It was reported that the customer was hospitalized for high blood glucose, diabetes ketoacidosis, and infection. The blood glucose reading was 613mg/dl. Troubleshooting was performed. Reviewed insulin concentration, time, basals, daily totals, bolus history, and alarm history, all appeared to be correct. Ran a fixed prime and high pressure test and the device passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.